Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087504.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended and the patient had inadequate pain relief. Imaging was also taken which determined that the lead migrated. The patient underwent a revision procedure wherein the ipg was replaced and the lead was repositioned. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.